Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the master tool manipulators 2 (mtm). The system was tested and verified as ready for use. Isi has received the mtm instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer was unable to deploy for docking. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and found an error indicating that the master tool manipulator right (mtmr) on the surgeon side console (ssc) had a counterbalance spring cable failure. The tse walked the customer through a power cycle, but the system powered back on with the same error. The tse advised they could disconnect the console and continue with a single ssc or move forward by disabling the mtmr and manually positioning for docking. The customer continued the procedure by manually positioning the arms. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
The master tool manipulators 2 (mtm) was analyzed and found to have error 23030 during power up. The mtm2 recalibrated and tests performed via matlab and passed. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.